Manufacturer narrative:
The reported event of inadequate high voltage output could not be replicated. The device was returned for analysis. Telemetry, impedance, sensing, pacing and high voltage (hv) output function testing were normal with no anomalies found.

Event description:
It was reported that the patient presented remotely via (B)(6). Upon review of transmission, it was found that the implantable cardioverter defibrillator (ICD) failed to convert patient's fibrillation. The fibrillation was eventually terminated on itself. The ICD was explanted and replaced at a more midline location. Patient condition was stable.